Event description:
Pt had red heart alarms. Changed from batteries to pm, alarms continued. Pt changed controllers, alarms stopped. Following morning pt came to clinic, wave forms sent to thoratec. Pump may have been off 3-5 minutes.